Manufacturer narrative:
Citation: jiang j et al. "Transcatheter aortic valve replacement for pure native aortic valve regurgitation: a systematic review." Cardiology. 2018; 141 (3): 132-140. Doi: 10.1159/000491919. Epub 2018 dec 5. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a systematic review that analyzed transcatheter aortic valve replacement in patients with pure native aortic valve regurgitation. All data were screened and selected from a search of the pubmed and web of science databases with a date range between 2002 and 2016. A total of 10 studies were included in the meta-analysis with an overall study population of 266 patients (predominantly male; mean age 76 years), 137 of which were implanted with a medtronic corevalve bioprosthetic valve and 6 were implanted with a medtronic evolut r bioprosthetic valve (no serial numbers provided). Among all patients, the rates of all-cause mortality within 30 days post implant ranged from 0 to 30% with a summary estimate rate of 9%. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the death(s). Among all patients, adverse events included: second valve/valve-in-valve implantation, new permanent pacemaker implantation, stroke, transient ischemic attack, valve malposition (attributed to corevalve), valve migration (attributed to evolut r), mild-moderate-severe residual aortic regurgitation/paravalvular leak, major vascular complications, and major/life-threatening bleeding. Based on the available information, medtronic product was directly associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.